Event description:
Intraoperatively, a baxter vascu-guard vascular repair patch 1 cm. By 10 cm. Was opened and the surgeon noticed some folds on the patch and did not use it. It was documented as wasted.